Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient returned to the hospital after some discomforts. Both physicians looked for her and noticed an infection at the ins site. The lab sample tested positive for mycobacterium abscessus. The physicians doubted the patient's hygiene, and patient compliance was listed as a potential contributing factor. They cleaned the wound including drainage and incision opening, and the ins was turned off. Erosion was also noted. The patient was hospitalized for 3 days. The issue was not resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.